Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold, loss of capture and loss of sensing were noted on the right atrial (ra) lead. The physician suspects ra lead dislodgement. The physician resolved the issue by reprogramming the device. The patient was in stable condition.